Event description:
It was reported that during a procedure to remove an ovarian cyst with the endo pouch, the pouch ripped. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l9357f. The analysis results confirmed that the pouch device was returned in good visual condition, fully deployed and with the suture cut. The bag was not returned for evaluation. As the bag was not returned for analysis, no further testing could be performed to evaluate the reported event of ripped pouch. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling of the device no anomalies were noted with the instrument. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Original report omitted medwatch form.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.